Manufacturer narrative:
Concomitant medical products: product ID: 3987, serial #: (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2019, product type: lead. Product ID: 7496-51, serial #: (B)(4), implanted: (B)(6) 1998, product type: extension. Other relevant device(s) are: product ID: 3987, (B)(4). Product ID: 7496-51, serial/lot #: (B)(4), ubd: 04-aug-2001, UDI #: (B)(4). Note: this report references a previously reported events of regulatory report 3004209178-2019-02118. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that during a planned ins replacement, the doctor found that the extension was severed, and they did not cut it while opening the previous incision. The doctor was not planning on replacing the lead themselves due to the position of the lead and that a neurosurgeon would need to do that. The new ins battery was plugged and placed in the pocket and they were going to refer the patient to a surgeon to perform a lead/extension revision. No further complications were reported. Additional information was reported that the patient was scheduled for a lead revision and when the doctor made the incision for the extraction, pus was noted in the pocket. The pocket was infected. The doctor replaced the battery and moved the battery site. The patient had their leads and battery replaced during this surgery. The issues were reported to be resolved at the time of the report. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that following the revision/replacement, they were able to turn stimulation on and the patient was doing well. The cause of the infection was unknown, and the lead that was replaced was discarded by the facility. There were no further complications reported or anticipated.